Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation, the pump memory indicated that the pump was used to deliver baclofen (2000 mcg/ml at 299.6 mcg/day). Analysis of the pump found high resistance across the battery.

Event description:
The pump was returned with no allegation against the device or therapy. The pump underwent routine analysis. The patient's indication for use was multiple sclerosis and intractable spasticity. On (B)(6) 2017 the company representative reported that they did not know why the pump was explanted or who the managing physician was. The pump had been given to them by a facility and no further information could be provided.